Event description:
Pt underwent a radio frequency cardiac ablation. Later that day, she reported that her back was wet. She had a blister at the place where the grounding pad had been placed. Over time, that area developed into a deep burn. The pt was hospitalized and the area was debrided. Dates of use: (B)(6) 2013. Diagnosis or reason for use: grounding pads were not sticking. Event abated after use stopped: #1 yes and #2 yes.